Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) after wearing the pod for approximately 2 days. The patient reported experiencing excruciating pain, a lump, redness, and warmth at the site, along with feeling ill, nauseous, and cold. The patient visited their general practitioner at estuary view on (B)(6) 2026, and was diagnosed with a skin infection at the pod site. According to the patient, the healthcare provider noted a pocket of insulin beneath the skin that had formed a lump after approximately 20 units were delivered. As treatment, the patient was prescribed a 7-day course of antibiotics (co-amoxiclav 500 mg) to be taken three times every eight hours. The patient subsequently resumed therapy by applying a new pod.